Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device successfully implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. Later that day, it was discovered that the patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to treat the effusion. The patient made a full recovery and was discharged from the hospital.